Event description:
The physician reported inaccuracy of the location guide (lg) and superdimension system. The patient suffered a pneumothorax during the procedure. The patient received a chest tube and was hospitalized and released. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
A component of the superdimension system; case recordings, were also returned and evaluated. The evaluation showed a problem due to a software bug. The evaluation and testing of the sensor catheter showed the device performed according to specifications pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.